Event description:
It was reported that when using the bd pyxis¿ es server, the remove medication option had greyed out, preventing the removal or override of certain medications. The issue began after the server went down and was wiped and recovered; functionality was reported to be normal prior to this event. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station had a data sync error for 5 days. A technical support specialist (tss) dialed into the station, applied knowledge article "manual recovery required datasyncinvaliduploadchangetrackingvalue" and uploads and downloads were confirmed to be current with successful application access. Tss then connected to the server, logged into patient encounter system (pes), and found the facility sync server setting was blank, knowledge article "medstation es - facility sync settings are blank", was applied to correct the configuration. The customer subsequently confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.